Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to recurring incontinence. A patient status of good, without complications was reported.

Manufacturer narrative:
Additional information received that the device malfunctioned. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction directly related to the reported events could not be confirmed and the adverse event of urinary incontinence is included in the product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to recurring incontinence. A patient status of good, without complications was reported.